Event description:
On 8/14/94 an ipp device was implanted. On 10/17/95 the cylinders were revised. Info received on 8/1/96 indicates the entire device was removed due to extrusion of device in 1/8/96.